Event description:
It was reported that the patient presented remotely via merlin.net with a long charge time limit reached alert on the pacemaker. The patient had already reached elective replacement indicator, so a device change-out was performed successfully on (B)(6) 2017. The patient was stable pre- and post-procedure.